Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that bladder control system may help with some women, but it utterly failed for patient. Patient opted to have the permanent version of the battery implanted, but it was painful to roll over on their back with it in place. The patient said they were told about the ease with which it could be charged up, which was uncomfortable to say the least. The battery had a very small effective area over which to place the charger, so patient had to sit and lean over and have their partner hold it in place for a half hour, during which time the partner would lose the signal if patient moved even the slightest. All this trouble and the fact that patient had had two surgeries (the temporary and the permanent device) and the battery hurt so much, that patient had a third surgery to take it out (after a fairly long trial period of a year or so).